Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to associated manufacturer report #6000123-2008-00001 for a description of the first event. According to the complainant, after failing to reach the target lesion, "a bsc rx tapered ercp cannula (210cm) was introduced into [the] pancreatic duct." A jagwire guidewire was introduced through the cannula, and the cannula was removed. "After placing [a] stent (cook, 4fr., 3cm) into the pancreatic duct, [the physician] attempted to introduce the guidewire and ercp tube together since [the physician could not] reach the targeted lesion [with only] the cannula ... [At this point, endoscopy revealed that] there was some black material near [the papilla]. The guidewire was removed form the cannula to examine [its tip] ... The tip (tungsten) of the guidewire was torn and detached." X-rays confirmed that two pieces (approx 1cm each) remained in the pt. The complainant could not determine from which jagwire guidewire the pieces originated. At the conclusion of the procedure, the pt's condition was reported as "good." The physician is "planning to [remove the] caput pancreatis duodenum. During the procedure, [the physician] is planning to remove [any remnant] tungsten [pieces]." It is unk if this follow-up procedure was performed.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between the device and the event is undetermined.